Manufacturer narrative:
Result: upright cradle.

Event description:
It was reported by service report that the patient right rail does not latch. The customer could not determine whether there was patient involvement or adverse consequences occurred.